Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The nail was assembled on the medial arm of the targeting jig (mju758). We locked the nail by screwing the tightening screw, finishing with the screwdriver. The nail was locked and everything was fixed and stable. Dr. Tribak impacted the nail by hitting the metallic area on the targeting jig with a hammer. We checked positioning of screw holes before drilling (fluoroscopy) and started the procedure to insert the tibial screws. Dr. Tribak noticed little movements of the nail during drilling. We checked again with fluoroscopy and the drills were anterior of the holes and nail. While checking our instruments we noticed that the nail was no longer fully secured on the medial arm, the tightening screw of the medial arm had loosened causing little movements of the nail on the jig. Moreover, this drilling procedure anterior of the holes, because of nail movement vs jig, caused a tibial fracture. End of procedure. No implants in patient. Post-op plaster cast because of tibial fracture.